Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider via a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient complained of continued pain. The patient complained of pain in the l-spine and there was a slightly raised hard area in that area of the spine, that the radiology reported was tubing. The physician planned to do a dye study, tentatively scheduled for (B)(6) 2016. The dye study showed a small leak at the pin connector in their back, dye also reached the intrathecal space. The physician planned to send patient off for catheter revision and pump replacement (pump was 9 month away from eri). It appeared that the patient's pain was due to the patient's previous revision (which was dated (B)(6) 2015, see regulatory report # 3004209178-2016-19211) scar tissue and pin connector. It was noted that the patient was very thin.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was currently receiving hydromorphone 20 mg/ml; 5.965mg/day, bupivacaine 6 mg/ml; 0.749 mg/day and unknown baclofen 300 mcg/ml; 37.44 mcg/day via an implantable pump. It was reported the patient experienced a sudden change in therapy with symptoms of not enough relief. The catheter had a leak and was diagnosed via a dye study. The catheter was revised (B)(6) 2017 (date is per device registration). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.